Manufacturer narrative:
Complaint not confirmed. Visual evaluation showed the device came disassembled with no damaged to the components.

Event description:
It was reported that during a rotator cuff surgery the peek eyelet of the device broke. No part of the device broke off. There was no harm or adverse event for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.